Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged and was revised, where the physician unscrewed the atrial lead. Upon attempting to reconnect the screw, the implantable pulse generator (ipg) could not be reconnected successfully. It was also reported that the patient experienced a pneumothorax during the implant procedure. The lead was revised and the device was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that intervention was completed on the pneumothorax.

Manufacturer narrative:
Corrected: initial aware date = 01 oct 2019). If information is provided in the future, a supplemental report will be issued.